Event description:
The device was returned for a linux core crash found in the logs. A mock infusion was attempted but this pump experienced a minor pump problem alarm at startup. New logs were pulled/reviewed and it was found the pump is experiencing a battery fault. A new set of batteries were installed and the issue resolved. It was also found internally that the handle is starting to experience excessive oxidation and that the front housing is broken. Multiple screw bosses holding the main board down were broken. As it relates to the primary complaint of linux core failure, this failure could not be confirmed or replicated during testing.

Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Air in line alarm constant a preliminary review of the logs identified the following issue: processor hardware failure (linux core). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.